Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins had not provided relief and hadn¿t been working since the ins was implanted. The patient had been questioning why the ins wasn¿t working since implant. The patient reported that a new healthcare provider (hcp) said the patient should get the ins removed. The patient reported that she had surgery for a nerve intengent. The patient further clarified that her discs were falling apart and disc goes into her nerve. The patient reported that they had take the disc out of the patient¿s nerve. The patient reported that during the surgery they didn¿t do anything to the ins. The patient reported that they were going to try and remove the ins, but what happened was ¿they couldn¿t.¿ the patient reported that they didn¿t want to ¿muddy the waters¿ with removing the ins, so they decided not to remove the ins and left the ins alone. The patient reported that she woke up after surgery and the ins was still implanted. When asked if the surgery was related to the device the patient stated, ¿I wouldn¿t think so, but I don¿t know, they didn¿t do anything to the device.¿ the patient also reported the ins had never been in the correctspot ¿since day one.¿ the patient reported that she was told by a manufacturer¿s representative (rep) and hcp that the ins may have fallen out of the pocket when the patient stood up after ins surgery. The patient reported that the ins was currently off since (B)(6) 2017 and had kept the ins since then. It was also reported that the ins was hurting the patient and the patient had pain. No further complications were reported.